Event description:
Per medwatch mw5107250: date of report: (B)(6) 2022. Solicited call. Spoke with patient who stated he was able to successfully continue his infusion using a new cassette with more no errors. Patient resumed at previous dose of 30ng/k.g/min and pump rate 32ml/24hr with no issues. Informed him to call back if having any side effects or further pump issues. Cassette lot 4163625. Patient uses cadd legacy pump. No other information provided. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace the device? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Additional information received via email from customer on 17-mar-2022 and attached by ICU medical in complaint: patient information updated. Relevant tests/laboratory data including dates, other relevant history, including pre-existing conditions, did the patient receive medical treatment (anything that is not over-the-counter)?, and relevant tests/laboratory date (including dates) - all unknown/not provided. Patient stated he may have thrown out the product but he will look for it and contact the pharmacy back if he is able to locate it. If pharmacy senior coordinator gets any further information from patient she will update ICU medical accordingly.

Manufacturer narrative:
Other, additional information was received indicating error message displayed on pump was reported as "no dispose error." Corrected data: correction to d. Suspect medical device: brand name corrected. Model number should be null.